Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section h1: report type corrected. Manufacturer's investigation conclusion: a specific cause for the reported event could not be conclusively determined. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The submitted controller event and periodic log files contained events and data from 22mar2024 through 02apr2024. All of the captured events appeared to show the pump functioning as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, and the heartmate 3 lvas patient handbook rev. D, are currently available. Section 1, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 lvas, including driveline infection. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section and several sections of the patient handbook include information for caring for the driveline exit site as well as information regarding how to prevent and control infection. This section also cautions to avoid pulling on or moving the driveline at the exit site. Pulling on or moving the driveline can keep the exit site from healing or damage an already healed exit site. Exit site trauma or tissue damage can increase the patient¿s risk of getting a serious infection. Additionally, this section states that during sleep, the system controller and driveline must be immobilized to reduce movement or pulling on the driveline exit site. Section 7 of the IFU, ¿alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled ¿what not to do: driveline and cables¿. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. In the patient handbook, section 4, ¿living with the heartmate iii¿, contains information regarding how to clean and care for the driveline. This section instructs the user to check the driveline daily for signs of damage and to call your hospital contact immediately if they find signs of driveline damage. Section 5, ¿alarms and troubleshooting¿, cautions the user not to twist, kink, or sharply bend the driveline. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's controller fell to the floor on the night of 29mar2024 and 30mar2024, pulling the driveline cable out 7 cm. The controller was not damaged due to the fall. The patient experienced driveline trauma. Chest and kidney/bladder x-rays were performed and the patient received antibiotics.